Manufacturer narrative:
The suspect device is not expected to return. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that a nurse found a leak in the catheter near hub during the hemodialysis procedure. The treatment was stopped and the patient was sent back to the physician for catheter replacement.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint is not confirmed. The root cause could not be determined. A search of the complaint data base was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.